Event description:
General report received from the customer contact that alleges when delivering at low flow rates, the plum a+ list #20792 may not alarm when air is present in the tubing distal to the pump. During testing at the user facility, when the devices were programmed to deliver at rates ranging from 0.1ml/hr - 5.0ml/hr, air bubbles accumulated in the tubing distal to the pumps after approx 10 hrs. The volume of air noted in the distal tubing was reported as ranging from 1.5mm to 23mm in length. There were no reports of any adverse pt events and no reported delays of critical therapies while the pumps were in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
An investigation is in progress. A f/u medwatch report will be submitted when the investigation is complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).